Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. New specimen was recollected from patient and sent out for pcr confirmation. The pcr result was negative the next day. Patient was not treated, however, surgery had to be rescheduled while waiting on pcr result. Eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they had one false positive result while using cat 256082.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ a false positive result was obtained. New specimen was recollected from patient and sent out for pcr confirmation. The pcr result was negative the next day. Patient was not treated, however, surgery had to be rescheduled while waiting on pcr result. Eua # (B)(4). The following information was provided by the initial reporter: it was reported by the customer that they had one false positive result while using cat 256082.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1284174. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.